Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195 - heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was deployed to an implant depth of 3 millimeters (mm). During the first deployment, an infold was noted in the valve frame. Subsequently, the valve was recaptured and withdrawn from the patient. A 21 mm non-medtronic balloon was then utilized to do a balloon aortic valvuloplasty (bav). A new valve and delivery catheter system were then used to successfully complete the procedure. No patient complications were reported as a result of this event. Per the physician, the patient's calcified anatomy contributed to the valve infold.